Event description:
The catheter was inserted into the patient's right hand between the thumb and first finger. The clinician started to thread the catheter into the patient's vein and pushed the button to retract the needle at which point it was retracting very slowly. When it was almost retracted, the catheter and adapter came apart. The nurse was able to pull the catheter out with her fingers, as it was not threaded all the way in the vein when it fell apart.

Manufacturer narrative:
Received 263 representative units for the investigation. Upon completion of the investigation, a supplemental report will submitted. (B) (4)